Manufacturer narrative:
The device was returned fully deployed. The needle mechanism assembly was checked for any deficiencies and nothing was found. Insulin was observed exiting the tip of the soft cannula during the investigation, and nothing was found that could cause high blood glucose levels. While no problems were found that could cause the cannula to dislodge, the exact cause of the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia ("living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 361 mg/dl while wearing the pod between 36 and 48 hours. The pod came off, thus, cannula dislodged from the infusion site (leg). As treatment, patient bolused and gave shots of insulin and increase of basel. Patient had small ketones. On (B)(6) 2018: 438a bg 361 bolus 4.35 units, 517a temp basel rate 95% more 1.07 units for 2 hours, 114p bg 136 meal bolus 4.05 units, 258p bg 197 bolus 2.0 units, 722p bg 91 meal bolus 5.35, 801p cgm bg 80 bolused 6.00 units carbs 60, 916p bg 153 bolus 3.0 units, 1108p bg 143 bolus 1.50 units, 1127p bg 199 temp basel 95% more .87 units over 5 hours bolus of 3 units, dexcom showed two arrows up. On (B)(6) 2018: 1200a shot 5.0 units, 300a bg 74, 1038a bg 126. Pod came off.